Manufacturer narrative:
Device is a combination product. Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the non-tortuous and non-calcified distal left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0mm non-bsc balloon. The physician deployed the 2.25x12mm taxus liberte atom stent in the distal lad. The balloon was fully deflated and when the physician attempted to remove the device the guide sank deeper into the lesion. The balloon was inflated again to 14 atms for a few seconds and a second attempt was made, however, the guide again sank deeper into the artery. On the third attempt the physician inflated the balloon to just a few atms, but was still unable to remove the device. The physician then used "extreme force to remove the balloon successfully with no patient harm." No patient complications were reported and the patient's status is ok.